Event description:
It was reported that during an angioplasty procedure for abdominal aortic occlusion, the device allegedly was difficult to remove. It was further reported that balloon catheter was allegedly deformed. Reportedly, the capsule membrane was allegedly separated from the delivery system and device was removed. The patient current status was normal.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported difficult to remove, material deformation and material separation. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2023),g3 h11: e3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 01/2023).

Event description:
It was reported that during an angioplasty procedure for abdominal aortic occlusion, the device allegedly was difficult to remove. It was further reported that balloon catheter was allegedly deformed. Reportedly, the capsule membrane was allegedly separated from the delivery system and device was removed. The patient current status was normal.